Event description:
The complainant reported that the 69-year-old male patient developed ischemia in their impella leg during pump support. Roughly a week after impella 5.0 implant, it was noted that the patient's left foot was cold. Surgical intervention was performed and flow was restored to the extremity. Following the event, it was documented that the patient had clotting issues and persistent high purge pressure / low purge flows were encountered. The aic was swapped on multiple occasions, but the issue remained. As a result, the decision was made by the doctor to add tpa to the system. The patient remained stable for the remainder of support until planned explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. B.3 revised date as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-05837. D.6a and d.6b added since the initial submission of manufacturer device report number 1220648-2024-05837 in accordance with updated procedures. E.1 fax number was inadvertently left off the previously submitted manufacturer device report number 1220648-2024-05837 and was added. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2024-05837 in accordance with updated procedures. Added reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-05837 was submitted. H.6 type of investigation code was revised as it was reported incorrectly on initial manufacturer device report number 1220648-2024-05837. H.6 codes 3233 and 11 were reported incorrectly on the initial manufacturer device report number 1220648-2024-05837 in accordance with updated procedures. A new code was added. H.10 additional manufacture narrative was revised as it was reported incorrectly on initial manufacturer device report number 1220648-2024-05837.